Event description:
It was reported that confidence spinal cement system experienced a water leak in the pump which was initially not noticed due to the surgeons hand placement. After it was noted, the physician attempted to tighten to tighten the reservoir, but the cement was already curing, thus rendering it useless. An alternative system was used to complete the procedure.